Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant products: 5076-52 lead, implanted: (B)(6) 2003. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead warning triggered, and the right ventricular (rv) lead exhibited high impedances. Additionally, both the right atrial (ra) and rv leads exhibited high thresholds. The leads were explanted and replaced. During the replacement procedure, the patient's superior vena cava (svc) was torn, and they subsequently underwent emergency open heart surgery to correct the tear. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that their innominate vein was also torn, their right atrium was lacerated, the "thoracic duct" was damaged, they experienced bleeding and became hypotensive then suffered a cardiac arrest requiring cardio pulmonary resuscitation, resuscitative pericardectomy / thoracotomy and placement of a temporary pacemaker. It was further reported that there were multiples hematomas. It was also reported that both leads were encased in scar tissue and were calcified and when trying to extract the rv lead the helix would not retract. It was also reported that the ra lead "crumpled" when extracting the rv lead and then the ra lead dislodged. It was also reported that non-specific perforation occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced a possible cardiac tamponade due to the reported svc tear.